Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 tricuspid regurgitation for a triclip procedure. During the procedure, a triclip was successfully implanted. After deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the x leaflet. An additional triclip was selected and implanted to stabilize the clip. The final tr was grade 2. There were no adverse patient effects or clinically significant delay was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda could not be determined. Image resolution poor is related to procedural conditions as imaging quality was reported to be suboptimal. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 tricuspid regurgitation for a triclip procedure. During the procedure, a triclip was successfully implanted. After deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the x leaflet. An additional triclip was selected and implanted to stabilize the clip. The final tr was grade 2. There were no adverse patient effects or clinically significant delay was reported.